Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the demo pump lost power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed evidence of a pump reboot. During a visual inspection of the pump, the battery compartment was observed to be cracked. No evidence of moisture ingress was observed inside the battery compartment. The cartridge and battery caps were not returned with the pump; a test battery cap was used for investigation. The test battery cap secured properly to the pump. The pump was exercised for 24 hours with no duplicated power interruptions. The pump case was removed, and no internal defects were found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.